Event description:
Extra-corporeal membrane oxygenation pump stopped functioning. Manual rotation was started as the problem was identified. A new pump was brought to the bedside and put into use. Oxygen saturations dropped initially and then returned to normal as the problem was corrected. Biomedical engineering opened the pump and found that the belt had completely split apart. According to the pt's attending physician, the pt was not compromised by this occurrence. All appropriate preventative maintenance had been done on pump. Belt was well within normal usage time, so it should not have split.